Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time channel a of the device was programmed to deliver dobutamine 500mg/250ml, and the delivery was started. No further programming parameters were provided. On an unspecified date and time channel b was programmed to deliver milrinione 40mg/200ml and the delivery was started. No further programming parameters were provided. On (B)(6) 2012, between 0549 and 0646, the nurse reported channel a of the device alarmed 19 times for proximal occlusion. At that time, the nurse checked the tubing set for kinks and none were found. Therapy was resumed with the same device. Between 0912 and 0940, the nurse reported the channel a of the device alarmed 18 times for proximal occlusion. The device was removed from clinical service. Therapy was resumed using a replacement device. Although there was potential for serious injury, there were no reported adverse patient effects. No medical interventions were reported. Though requested, no add¿l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The device history was downloaded at the user facility. A review of the history indicated channel a of the device was programmed on (B)(6) 2012, at 0451, using the drug library to deliver dobutamine 500mg/25ml, at a titrated dose rate of 2mcg/kg/min, weight entered 89.6 kg, with a titrated vtbi (volume to be infused) of 200ml and the delivery was started. At 0451, channel b was programmed using the drug library to deliver milrinone 40 mg/200ml, with a titrated vtbi of 200ml, 0.3mcg/kg/min dose rate and the delivery was stopped, the cassette was ejected and loaded, standby mode was entered. At 0910, standby was programmed using the drug library to deliver potassium chloride 40 meq/100ml, at a rate of 50ml/hr, a vtbi of 98ml, and the delivery was started. Between 0912 and 0940, a proximal occlusion alarm occurred 19 times, was silenced, cleared, the cassette was ejected and reloaded 4 times. Between 0940 and 0951, the program was cleared and the cassette was ejected. This report represents all the info known by the reporter upon query by hospira personnel.